Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 160 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 124 and 111mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer calling concern with the results the meter is giving. Customer calling states that the meter will only give one results. The meter will only show 80mg/dl when he runs a blood test. The meter is giving low blood results. Customer states that he test 3 times a day. Recall the meters memory and only one results show in the memory of 80mg/dl. Customer have been using his wife meter and it is giving higher blood results, which are more accurate. Customer states that his normal glucose range is 160-170mg/dl. Customer states that his results should be a lot higher because he eats a lot of sugar and he is a big person. Customer test 3 times a day and is taking insulin.